Event description:
It was reported that atrial lead exhibited noise and low out of range pacing lead impedance. The noise was reproduced in bipolar configuration. It was discussed to change the configuration to unipolar, if the noise was not seen in that configuration. The patient was to be brought back for further testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.